Event description:
Medical records were reviewed: on (B)(6) 2015, the patient had a total knee replacement, right side to address osteoarthritis of the right knee. Competitor components, including competitor patella and competitor cement were used during this procedure. On (B)(6) 2016, the patient had an arthroscopy of right knee with 3 compartment synovectomy to address arthrofibrosis, right knee. The indications for surgery included difficulty and discomfort. The surgeon reported that there was again overgrowth of the tibial tray with a band of fibrous tissue. The components seemed stable and well positioned. No components were revised during this procedure. On (B)(6) 2017, right total knee excision w spacer placement ¿ no surgical records provided on (B)(6) 2017, the patient had a removal of spacer and reimplantation of right knee to address resolved infection. Depuy components were implanted during this procedure, including depuy patella on (B)(6) 2018 right total knee revision, no surgical records provided. On (B)(6) 2021 the patient had a revision of polyethylene right total knee to address unstable right total knee. The hinge and insert were removed and the insert was revised. Depuy components were implanted during this procedure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review (alert date: (B)(6) 2021). No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Re-open: (B)(6) 2021 due to product x-ray images of implant have been provided for review (alert date: (B)(6) 2021). X-ray images provided indicated there is no detectable evidence on implanted device to suggest fracture, disassociation, dislocation or anything indicative of a device nonconformance which could definitively confirm the complaint of an adverse event. The received records were reviewed by a depuy medical professional. All relevant information was updated from the attached medical records. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical notification received for revision of right total knee to address pain & stiffness. Date of implantation: (B)(6) 2015. Date of revision: (B)(6) 2021; (right knee). Treatment: revision of hinged knee tibial insert.